Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 09/05/2023. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. A microscopic evaluation was conducted. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The cold jaw was observed to be bent and flexed, which prevented the jaws from closing fully. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed using "max life test method stm2048073 rev aa. The device was unable to successfully transect tissue due to the hot jaw's lack of functionality . No final testing was conducted due to the state of the hot jaw. Based on the returned condition of the device and evaluation results, the reported failure "failure to cut", as well as the analyzed failures "material twisted/bent wire" and "material twisted/bent jaw", was confirmed. The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, an incident occurred in which the blood vessel could not be cauterized with the jaw from the middle. The jaws were closed during insertion. There was some resistance at first. The power supply setting remains at 3. No attempt were made to switch out the hemopro power supply, adapter cable or extension cable, after releasing the new device, the operation was completed without any problems . There was no delay. There were no problems with the patient and there was no impact on patient.